Manufacturer narrative:
The report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of leadless implantable pulse generator (ipg), indicated tricuspid regurgitation due to leadless ipg. It was also reported that the patient developed right ventricle insufficiency. The leadless ipg remained in use. It was further reported that the leadless ipg was confirmed to be the cause of the tricuspid regurgitation by echo and scanner. The leadless ipg was explanted. It was decided that the tricuspid valve should be changed. The tricuspid valve replacement was performed, and during the procedure it was noted that the leadless ipg was very close to the tricuspid valve and likely the cause of the regurgitation. The aortic valve was changed in the same operation. An epicardiac lead with pacemaker was implanted in abdominal position. No further patient complications have been reported as a result of this event.